Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/16/2026 h6 component code: g07002 - no device problem found h6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ did this issue contribute to any patient adverse event? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show the side of a product box and a sealed foil labeled vcp397 product code with lot number 101hgx, expiration date 2029-31-05. Medical photo review received from mso. Photo is from a patient during forearm surgery. Two knotted suture sections are noted at the wound site, consistent with the application of an interrupted suturing technique. The lower knot displays a lengthy segment of suture material, with the distal end separated from the needle, which was found on the drape. An open area remains in the wound to be closed. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The patient came to the hospital for treatment due to an open forearm injury. During the process of suturing the patient, the problem of pulling off suture needle happened , and the doctor replaced it with a new suture of the same batch number. The suture went smoothly. There were no patient consequences reported. Additional information was requested.